Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer not treated. Customer's blood glucose value was 250 mg/dl and unknown at the time of incident. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer alleges possible pump over delivery due to automode over delivering boluses. The product was returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device was programmed with test transmitter link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. No sensor anomalies were noted. The insulin pump feature auto mode was turn on and monitored. Device displayed properly the auto mode icon, feature working properly.